Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ku4l, implanted: (B)(6) 2014, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer representative was currently in the operating room (or) with an impedance issue. Using the implantable neurostimulator (ins) all contact pairs using electrode 3 were showing greater than 4000 ohms. It was noted that at 1.5v the patient was getting good bellows and it was unknown about toes as they did not check. They had wiped down and reconnected to the ins 3 times. All lights were off on top of the patient and no other equipment was nearby the patient and they continued to see greater than 4000 ohms. Additional information received reported that in recovery all combinations utilizing the 3 electrode were still greater than 4000 ohms and the patient would have a post-operative appointment 4 weeks after the stage 2. The cause of the issue was not determined and no lead fractures were noted after the visual inspection. It was noted that troubleshooting was performed and there was visual confirmation of bellows on each electrode combination during the impedance testing. The electronic equipment around the or bed was also turned off or moved farther away. It was stated that they called technical support for further suggestions or confirmation on lead integrity and they said this was medical advice and they could not tell the health care provider (hcp) if the lead was intact and needed to be replaced. Given the bellows with each combination and the high efficacy response during the test the hcp chose to keep the lead in place. It was reported that in recovery the same program that was successful during the advanced evaluation with 0 negative and 3 positive was turned on. The patient felt stimulation at 1.2v despite the greater than 4000 ohms readings.